Manufacturer narrative:
The system has not yet been evaluated.

Event description:
The treatment was interrupted. The system shut down by itself during treatment. There was no problem for the patient. They used another stellaris to finish the treatment.

Manufacturer narrative:
Visual inspection found no bss inside or outside of the module or the pcb. The pcb is defective. The cause is unknown.